Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvis pain (severe)"), genital haemorrhage ("persistent bleeding") and pregnancy with contraceptive device ("unwanted pregnancy / pregnancy (no complications)") in a (B)(6) female patient (gravida 6, para 4) who had essure (batch no. 828906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2008. The patient's past medical history included multiparous ((B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2007), stillbirth nos on (B)(6) 2008, amenorrhea, hypertension, sexually transmitted disease nos, premature delivery, vaginal delivery (3) and spontaneous abortion. Concurrent conditions included obesity, smoker, endometrial thickening since (B)(6) 2008 and endometrial polyp since (B)(6) 2008. Concomitant products included ibuprofen (motrin) for discomfort as well as anaesthetics (anesthesia), fluoxetine hydrochloride (prozac) since (B)(6) 2008 and prenatal vitamins since (B)(6) 2008 to 2009. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2008, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction- rashes/ rashes or skin conditions(rashes)/rashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems(depression)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), pain in extremity ("leg pain (severe)"), vulvovaginal pain ("vaginal area pain (severe)") and back pain ("low back pain(severe)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient will be treated with surgery (essure removal scheduled date 2018). At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, dermatitis allergic, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, depression, vaginal discharge, weight increased, pain in extremity, vulvovaginal pain and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure removal scheduled date- 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (right tube occluded). Ultrasound scan vagina - on (B)(6) 2008: unintended pregnancy. On (B)(6) 2008, ultrasound pelvis showed single live intrauterine gestation with cardiac activity with an estimated gestational age of 6 weeks 5 days as described above. 2.4 cm right ovarian cyst. On (B)(6) 2008-, operative report: history- female status post essure placement. Confirm occlusion of the bilateral tube. Scout: a frontal view of the pelvis was obtained. Two curvilinear metallic wires are seen in the pelvis, corresponding to reported recent essure placement. Hysterosalpingogram findings: there is normal opacification of the uterine cavity which demonstrates normal contour and mucosal features. The essure wire is seen in conventional location with its proximal end within the uterine is isthmus. The proximal end of the right essure wire is somewhat more distal within the presumed midportion of the right fallopian tube. No spill of contrast was seen beyond the right uterine isthmus. Continued administration of contrast into the uterine cavity demonstrated hazy contrast opacification about the distal end of the left essure wire. As occlusion of the left fallopian tube was not confirmed, a single overhead kub abdominal radiograph was obtained following administration of additional intrauterine contrast .this demonstrated no this spill at contrast from either fallopian tube. The initially visualization hazy contrast in the left pelvis therefore likely represented mesosalpingeal extravasation, as posited. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 6-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, lab data, new events rash, sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, depression, vaginal discharge, weight increased, pain in extremity, vulvovaginal pain and back pain added. Essure removal is planned for 2018, therefore case was upgraded to incident. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvis pain (severe)"), genital haemorrhage ("persistent bleeding") and pregnancy with contraceptive device ("unwanted pregnancy / pregnancy (no complications)" in a 27-year-old female patient (gravida 7, para 4) who had essure (batch no: 828906-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on 27-sep-2008. The patient's past medical history included multiparous on (B)(6) 2001, on (B)(6) 2002, on (B)(6) 2003, on (B)(6) 2007), stillbirth nos on (B)(6) 2008, amenorrhea, hypertension, sexually transmitted disease nos, premature delivery, vaginal delivery (3), spontaneous abortion and termination of pregnancy (sep-2008). Concurrent conditions included obesity, smoker, endometrial thickening since on (B)(6) 2008, endometrial polyp since on (B)(6) 2008 and multi gravida. Concomitant products included ibuprofen (motrin) for discomfort as well as anaesthetics (anesthesia), fluoxetine hydrochloride (prozac) since march 2008 and prenatal vitamins since september 2008 to 2009. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), the first episode of urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), pain in extremity ("leg pain (severe)"), vulvovaginal pain ("vaginal area pain (severe)") and back pain ("low back pain(severe)"). On (B)(6) 2008, the patient had essure inserted. In october 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dermatitis allergic ("allergic or hypersensitivity reaction- rashes/ rashes or skin conditions (rashes)/rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems(depression)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), mood swings ("hormonal change: mood swings"), vulvovaginal mycotic infection ("infection: yeast") and the second episode of urinary tract infection ("uti"). In march 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the second episode of dermatitis allergic ("allergiuc or hypersensitivity reaction: rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal scheduled date 2018). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, vaginal infection, migraine, headache, depression, vaginal discharge, weight increased, pain in extremity, vulvovaginal pain, back pain, mood swings, vulvovaginal mycotic infection, the last episode of urinary tract infection and the last episode of dermatitis allergic outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, mood swings, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, the first episode of dermatitis allergic, the first episode of urinary tract infection, the second episode of dermatitis allergic and the second episode of urinary tract infection to be related to essure. The reporter commented: essure removal scheduled date- 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: unilateral occlusion (right tube occluded).; on (B)(6)2008: unilateral occlusion ultrasound scan vagina: on (B)(6) 2008: unilateral occlusion; on (B)(6) 2008: unintended pregnancy. On (B)(6) 2008, ultrasound pelvis showed single live intrauterine gestation with cardiac activity with an estimated gestational age of 6 weeks 5 days as described above. 2.4 cm right ovarian cyst. On (B)(6) 2008, operative report: history- female status post essure placement. Confirm occlusion of the bilateral tube. Scout: a frontal view of the pelvis was obtained. Two curvilinear metallic wires are seen in the pelvis, corresponding to reported recent essure placement. Hysterosalpingogram findings: there is normal opacification of the uterine cavity which demonstrates normal contour and mucosal features. The essure wire is seen in conventional location with its proximal end within the uterine is isthmus. The proximal end of the right essure wire is somewhat more distal within the presumed midportion of the right fallopian tube. No spill of contrast was seen beyond the right uterine isthmus. Continued administration of contrast into the uterine cavity demonstrated hazy contrast opacification about the distal end of the left essure wire. As occlusion of the left fallopian tube was not confirmed, a single overhead kub abdominal radiograph was obtained following administration of additional intrauterine contrast .this demonstrated no this spill at contrast from either fallopian tube. The initially visualization hazy contrast in the left pelvis therefore likely represented mesosalpingeal extravasation, as posited. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvis pain (severe)"), genital haemorrhage ("persistent bleeding") and pregnancy with contraceptive device ("unwanted pregnancy / pregnancy (no complications)") in a 27-year-old female patient who had essure (batch no. 828906-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6)2008. The patient's medical history included multiparous ((B)(6)2001,(B)(6)2002, (B)(6)2003, (B)(6)2007), stillbirth nos on (B)(6)2008, amenorrhea, hypertension, sexually transmitted disease nos, premature delivery, vaginal delivery (3), spontaneous abortion, termination of pregnancy (sep-2008) and miscarriage in 2000. Concurrent conditions included obesity, smoker, endometrial thickening since (B)(6)2008, endometrial polyp since (B)(6)2008 and multi gravida. Concomitant products included ibuprofen (motrin) for discomfort as well as anaesthetics (anesthesia), ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins) since september 2008 to 2009 and fluoxetine hydrochloride (prozac) since march 2008. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the first episode of urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), pain in extremity ("leg pain (severe)"), vulvovaginal pain ("vaginal area pain (severe)") and back pain ("low back pain(severe)") and was found to have hormone level abnormal ("hormonal changes"). In october 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dermatitis allergic ("allergic or hypersensitivity reaction- rashes/ rashes or skin conditions(rashes)/rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems(depression)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal change: mood swings"), vulvovaginal mycotic infection ("infection: yeast") and the second episode of urinary tract infection ("uti") and was found to have weight increased ("weight gain"). In march 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the second episode of dermatitis allergic ("allergiuc or hypersensitivity reaction: rashes"). The patient was treated with surgery (essure removal scheduled date 2018). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, vaginal infection, migraine, headache, depression, vaginal discharge, weight increased, pain in extremity, vulvovaginal pain, back pain, mood swings, vulvovaginal mycotic infection, the last episode of urinary tract infection and the last episode of dermatitis allergic outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, mood swings, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, the first episode of dermatitis allergic, the first episode of urinary tract infection, the second episode of dermatitis allergic and the second episode of urinary tract infection to be related to essure. The reporter commented: essure removal scheduled date- 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: unilateral occlusion (right tube occluded).; on (B)(6)2008: results: unilateral occlusion. Ultrasound scan vagina - on (B)(6)2008: results: unilateral occlusion; on (B)(6)2008: results: unintended pregnancy.. On 27sep2008, ultrasound pelvis showed single live intrauterine gestation with cardiac activity with an estimated gestational age of 6 weeks 5 days as described above. 2.4 cm right ovarian cyst. On (B)(6)2008-, operative report: history- female status post essure placement. Confirm occlusion of the bilateral tube. Scout: a frontal view of the pelvis was obtained. Two curvilinear metallic wires are seen in the pelvis, corresponding to reported recent essure placement. Hysterosalpingogram findings: there is normal opacification of the uterine cavity which demonstrates normal contour and mucosal features. The essure wire is seen in conventional location with its proximal end within the uterine is isthmus. The proximal end of the right essure wire is somewhat more distal within the presumed midportion of the right fallopian tube. No spill of contrast was seen beyond the right uterine isthmus. Continued administration of contrast into the uterine cavity demonstrated hazy contrast opacification about the distal end of the left essure wire. As occlusion of the left fallopian tube was not confirmed, a single overhead kub abdominal radiograph was obtained following administration of additional intrauterine contrast .this demonstrated no this spill at contrast from either fallopian tube. The initially visualization hazy contrast in the left pelvis therefore likely represented mesosalpingeal extravasation, as posited. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc - product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvis pain (severe)"), genital haemorrhage ("persistent bleeding") and pregnancy with contraceptive device ("unwanted pregnancy / pregnancy (no complications)") in a 27-year-old female patient (gravida 7, para 5) who had essure (batch no. 828906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2008. The patient's past medical history included multiparous ((B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2007, (B)(6) 2009), stillbirth nos on (B)(6) 2008, amenorrhea, hypertension, sexually transmitted disease nos, premature delivery, vaginal delivery (3) and spontaneous abortion. Concurrent conditions included obesity, smoker, endometrial thickening since (B)(6) 2008, endometrial polyp since (B)(6) 2008 and multi gravida. Concomitant products included ibuprofen (motrin) for discomfort as well as anaesthetics (anesthesia), fluoxetine hydrochloride (prozac) since (B)(6) 2008 and prenatal vitamins since (B)(6) 2008 to 2009. On(B)(6) 2008 , the patient had essure inserted. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), the first episode of urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), pain in extremity ("leg pain (severe)"), vulvovaginal pain ("vaginal area pain (severe)") and back pain ("low back pain(severe)"). On (B)(6) 2008, 3 months 3 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic or hypersensitivity reaction- rashes/ rashes or skin conditions(rashes)/rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems(depression)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), mood swings ("hormonal change: mood swings"), vulvovaginal mycotic infection ("infection: yeast") and the second episode of urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and rash ("allergiuc or hypersensitivity reaction: rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal scheduled date 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, dermatitis allergic, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, cystitis, vaginal infection, migraine, headache, depression, vaginal discharge, weight increased, pain in extremity, vulvovaginal pain, back pain, mood swings, vulvovaginal mycotic infection, the last episode of urinary tract infection and rash outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, mood swings, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal discharge, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: essure removal scheduled date- 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (right tube occluded).; on (B)(6) 2008: unilateral occlusion ultrasound scan vagina - on (B)(6) 2008: unilateral occlusion; on (B)(6) 2008: unintended pregnancy. On (B)(6) 2008, ultrasound pelvis showed single live intrauterine gestation with cardiac activity with an estimated gestational age of 6 weeks 5 days as described above. 2.4 cm right ovarian cyst. On (B)(6) 2008-, operative report: history- female status post essure placement. Confirm occlusion of the bilateral tube. Scout: a frontal view of the pelvis was obtained. Two curvilinear metallic wires are seen in the pelvis, corresponding to reported recent essure placement. Hysterosalpingogram findings: there is normal opacification of the uterine cavity which demonstrates normal contour and mucosal features. The essure wire is seen in conventional location with its proximal end within the uterine is isthmus. The proximal end of the right essure wire is somewhat more distal within the presumed midportion of the right fallopian tube. No spill of contrast was seen beyond the right uterine isthmus. Continued administration of contrast into the uterine cavity demonstrated hazy contrast opacification about the distal end of the left essure wire. As occlusion of the left fallopian tube was not confirmed, a single overhead kub abdominal radiograph was obtained following administration of additional intrauterine contrast .this demonstrated no this spill at contrast from either fallopian tube. The initially visualization hazy contrast in the left pelvis therefore likely represented mesosalpingeal extravasation, as posited. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 10-jul-2018: plaintiff fact sheet received. Events added from pfs- hormonal change: mood swings; infection: yeast, uti, rash. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.